Manufacturer narrative:
Batch review performed on 10 january 2019. Lot 181777: (B)(4) items manufactured and released on 11 july 2018 . Expiration date: 2023-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d product manager on december 18, 2018. Preliminary investigation shows stem and ceramic head covered in biological fluids. It is not possible to determine failure root cause. Clinical evaluation performed by medical affairs director on january 04, 2019 partial hip revision surgery (stem and head) occurred 2 weeks after primary cementless total hip arthroplasty in a (B)(6) year old woman due to periprosthetic fracture. Immediate postoperative radiographic image shows a slightly varus undersized stem, probably subsided after two weeks but we cannot determine whether the subsidence took place before or after the fracture. The reason of this choice cannot be determined on the basis of a single projection postoperative x-ray. There is no reason to suspect a faulty device.

Event description:
About 24 days after surgery for a bone fracture due to undersized stem, the surgeon revised the patient joint swapping successfully the stem and the head.